Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began between 9 and 10pm on (B)(6). The patient reported obtaining blood glucose readings of 121 and 50mg/dl on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient was unwilling to share details of their diabetes management regimen. The patient reported that at 1am on (B)(6) they experience a seizure. The patient did not report any medical treatment for this symptom. At the time of troubleshooting the cca determined that the patient was using expired test strips. Replacement products were sent to the patient. Although it is unclear if the patient took inappropriate action in response to the alleged inaccurate readings, this complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.